Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 370 mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the cartridge had been in use for 4 days. Tandem technical support informed the customer that the cartridge should only be used up to 72 hours. A supply change was performed and insulin deliveries were resumed.